Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the visual inspection found the seal plates were partially detached from the jaws. Seal plate damage, consistent with arcing, was observed. Discoloring to the device suggest sterilization for re-use. Shaft is bent. Functional testing found that there was discoloring and the rf information taken for the plug show re-use. The damage to the seal plate(s) is consistent with the user inadvertently closing jaws on a hard/metallic object and activating the device. Damage to the seal plate can result in alarm activations and difficulty with activating the device. It was reported that the device had tissue sticking to the jaw. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: of seal plate that was damaged, shaft was damaged and re-use. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: this product cannot be adequately cleaned and/or sterilized by the user in order to facilitate safe reuse and is therefore intended for single use. Do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Do not bend instrument shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, the device had tissue sticking to the jaw (eschar build-up) and the jaw was producing excessive smoke. The surgical time was extended by 15 minutes since the facility did not have any additional vessel sealing instrument. Communication response by the customer stated that other handpiece with the same generator worked fine but only this probe was having some issues. There was no patient harm/injury.